Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation and when the physician advanced the vizigo sheath into the body, blood flowed back into the vizigo sheath. It was noticed that the white piece in the lumen of the vizigo sheath that prevents blood back flow was missing. The vizigo sheath was replaced and the procedure continued with no further issues. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation and when the physician advanced the vizigo sheath into the body, blood flowed back into the vizigo sheath. It was noticed that the white piece in the lumen of the vizigo sheath that prevents blood back flow was missing. The vizigo sheath was replaced and the procedure continued with no further issues. No adverse patient consequence was reported. Device investigation details: the device was returned to johnson & johnson medtech (j&j) for evaluation on 29-may-2025. A visual inspection evaluation of the returned device was performed following johnson & johnson medtech procedures. Visual analysis of the returned sample revealed that the hemostatic valve was dislodged inside the hub component. Further analysis under image magnification showed stress marks on the hemostatic valve. However, no damage to the silicone ring was found. A device history record was performed for the finished device number lot 60000546 and no internal action related to the complaint was found during the review. The hemostatic valve issue reported by the customer was confirmed due to the hemostatic valve condition. The potential cause of the separation of the valve could be related to the incorrect insertion of the dilator into the sheath. The stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulate. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. Do not remove the dilator or catheter rapidly. Damage to the hemostatic valve may occur. Slowly remove or insert the dilator or other devices. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).